Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned to the galway cis for analysis; therefore, it is not possible to confirm the reported allegation of balloon material rupture. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. It was reported that the balloon burst due to severe calcification of the lesion. The target lesion was located in the lad and was moderately tortuous, severely calcified and stenosed, these anatomical features likely contributed to the reported event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.